Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e1(event site email), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field - d10, e1(occupation). A getinge field service engineer (fse) was dispatched to evaluate the unit. It was found out that the iabp was not charging and displaying error messages ¿battery charge level unavailable bay #1¿ and ¿battery charge level unavailable bay #2¿. To solve the issue, the field service engineer replaced assy, unshielded pwr slot bd interface (0997-00-1189). All functional and safety tests were performed and were met to the factory specifications. Iabp was handover to customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer that during routine check of cardiosave intra aortic balloon pump had issue with battery charging. The battery charge level unavailable bay #1 & bay #2. Power slot interface was replaced and the error was resolved. There was no patient involvement and no injury.